Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open orange (+5v) wire inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force. No adverse event resulted from the open wire.

Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming hi-pot testing.